Manufacturer narrative:
The manufacturer did not receive the device for investigation as it is still implanted. Surgical reports were provided for review. Where lot numbers were received for the devices, the device history records were reviewed and found to be conforming. Further information was requested and is currently not available. A cause for this specific event cannot be ascertained from the information provided. As soon as additional information become available and/or an investigation result be available, an amended medical device report will be submitted. (B)(4).

Event description:
It was reported that the patient was implanted a bioloy head during a revision surgery and developed a pseudotumor postoperatively as part of adverse local tissue reaction from corrosion at taper junction. The patient had to undergo pseudotumor excision procedure.

Manufacturer narrative:
This follow-up report is being filled to relay investigation result. Additional and corrected information are filled in the following fields: DHR review: the device manufacturing quality records indicate that the released components met all requirements to perform as intended. Trend analysis: no trend considering the following event is identified: pseudotumor; adverse local tissue reaction (altr) event description: it was reported that a patient was implanted with a biolox delta head and a cross-linked pe liner on an revision surgery of a cocr head and logetivity liner due to failed total hip arthroplasty secondary to morse taper corrosion with an adverse local tissue reaction (case is filed in (B)(4).). Around 8 months post implantation, patient undwernt surgical intervention due to pseudotumor excision procedure. For devices manufactured by zimmer inc., warsawsee (B)(4). Review of received data: - date of surgery intervention (B)(6) 2014. Procedure performed: arthrotomy with open biopsy of right hip synovium; partial synovectomy. Indication: ... He has had pervious total knee arthroplasty. He has extensive synovitis being present. There was concern with the inflammatory markers being elevated. Furthermore, there were abnormal value suggestive of metal corrosion involving his hip joint. Due to the need, a revision procedure was planned.... Possibly of infection has to be rolled out.... Numerous aspiration had been attempted of the knee joint.... Both negative cultures... Highly elevated inflammatory markers and synovial fluid with count.... Proceed with a biopsy of synovium. Procedure: ... I then performed a partial synovectomy.... To remove a generous amount of synovial tissue from joint itself... It was sent for histologic examination... Additionally, fluid... - surgery report, dated (B)(6) 2014 (this case is filed in (B)(4).) Postoperative diagnosis: failed total hip arthroplasty secondary to morse taper corrosion with an adverse local tissue reaction. Summary of indication for surgery: the patient had 3 aspirations of the hip performed. In january and may, there is a large amount of cellular debris with a greyish or white cloudy colour to the fluid which precluded performing any type of white cell count. Based upon these findings, it was my opinion that the patient most likely had corrosion at the morse taper junction of his femoral head and stem. I advised a revision procedure. - description of procedure: the hip joint capsule was found to be quite thickened and hypertrophic. Lt was imbedded all the way down to the femoral head and acetabulum. Exposure was quite difficult and tedious as a result of the thickened capsular tissue that was encountered. Furthermore, the patient had an anterior soft tissue mass that had protruded from the anterior hip joint around the superior pubic ramus and into the iliopsoas muscle.... I inspected the femoral stem, which was found to be well fixed as was the acetabular shell. For this reason, I elected to disengage the morse taper trunnion. There was evidence of erosion on the undersurface of the cobalt chrome head as well as the morse taperjunction itself. I used an impactor to disengage the morse taper trunnion and I then visualized the inside of the femoral head as well as the trunnion itself. There was dark greyish film over the morse taper trunnion as well as pitting corrosion involving the inner surface of the femoral head and the edge of the external surface. I then used a laparotomy pads to cleanse and removed the greyish coated film and growth materials from around the morse taper trunnion. The trunnion otherwise was in satisfactory condition. I elected to reuse it. The ceramic head with a titanium sleeve was then utilized for placement onto the morse taper trunnion... I performed a reduction and the hip was stable in full extension and external rotation of 50 degrees as well as flexion to 90 degrees and intemal rotation of 60 degrees. The soft tissue tension was judged to be adequate... Progress notes, dated (B)(6) 2014 dx (diagnosis): 1. Djd hips (degenerative joint disease) 2. Corrosion failure of morse taper junction "trunniosis" r tha with altr anterior hip with femoral vein and nerve compression - treatements: (B)(6) 2005: r tha, 2 incision, (B)(6) 2009: l tha, 2 incision, (B)(6) 2014: l3-5 discectomy, (B)(6) 2014: r biopsy and tissue sampling for cultures, (B)(6) 2014: r revision tha, liner and head exchange for ceramic head with titanium sleeve. All intraop cultures. (-) summary of history of present illness: ...marked reduction in the swelling...anterior groin mass has dissipated... Incision healing properly... Satisfactory rom... Surgical pain resolving... Still has some dysesthesias in the femoral nerve distribution of the anterior thigh... X-rays shows excellent position of implants... No evidence of complication... Satisfactory outcome with resolution of femoral vein compression and extremity. Oedema. Summary of plan: instructions for progressive rehabilitation and exercises... In 6 weeks a follow up will be done..an MRI examination to assess resolution of the adverse local tissue reaction and so-called pseudo tumor mass.... Progress notes, dated (B)(6) 2014. Diagnosis and treatments stated same as in progress notes, dated (B)(6) 2014. Summmary: ...marked reduction in the swelling...anterior groin mass has dissipated...incision healing properly... Satisfactory rom...still has some dysesthesias in the femoral nerve distribution of the anterior thigh, although it has improved over his pre-op state. There has been. ~20% reduction of symptoms since las 2 months ... X-rays shows excellent position of implants... No evidence of complication... MRI: decrease in the size of the mass alongside his psoas m compared to april MRI impression: satisfactory outcome.. Persistent mass and dysesthesias are a concern. Plan: it was spoken about residual mass and dysesthesias... Option would be surgical excision or follow up with several MRI... Follow up in 4- 6 months. Surgical report dated (B)(6) 2015. - pre-op diagnosis: 1. Pseudotumor r psosas m retroperitoneal, 15 cm, deep 2. Corrosion failure of morse taper junction, "trunniosis" r tha with adverse local tissue reaction anterior hip with femoral vein and nerve compression. 3. S/p revision hip arthroplasty right post-op diagnosis: same procedure: excision of mass r psoas m; neuroplasty r femoral nerve; arthrotomy r hip; common femoral artery dissection indication: ... Has pain ... Presumably due to large mass in his psoas muscle... Pseudotumor developing as part of adverse local tissue reaction (altr) related to corrosion at his morse taper junction of his r hip prosthesis... He now presents for mass excision and decompression of his femoral nerve. Findings: large, fibrous mass with psoas muscle compression femoral nerve and adjacent femoral artery and vein. Procedure: ...the mass was palpated within the psoas m. It was firm¿.. The nerve was splayed over the mass¿ the mass extended proximally into the retroperitoneum¿ the mass was extensive and quite fixed to the surrounding tissue¿the mass extended down into the anterior portion of the hip joint capsule and was contiguous with the capsule. ¿the prosthesis was visualized and in excellent condition. No revision was necessary¿ the entire mass was now excised. The total length measured 15 cm. Device analysis: no product was returned to zimmer biomet for in-depth analysis. Review of product documentation: the compatibility check was performed and showed that the product combination was approved by zimmer biomet. Root cause analysis: root cause determination using sap rmw: - failure of connection between stem and ball head, postoperative tissue reaction, metalosis, dislocation, dissociation, aseptic loosening of stem, osteolysis due to insufficient connection strength / micromotion leading to wear in taper connection between stem and head => possible, it was reported, that altr occurred due to corrosion at taper junction. Therefore this cause cannot be excluded. - postoperative tissue reaction, metalosis, dislocation, aseptic loosening of stem, osteolysis due to pe, ceramic or metal particle release from articulation (head and inlay) or taper (head and stem) connection due to wear => possible, no device was returned for investigation. The condition is unknown. Therefore this cause cannot be excluded. - postoperative tissue reaction, dislocation, aseptic loosening of stem, increased wear, osteolysis due to increased friction for ceramic-on-poly or ceramic-on-ceramic bearing leading to loosening of components or increased wear => possible, no device was returned for investigation. The condition is unknown. Therefore this cause cannot be excluded. - failure of connection between stem and ball head, abrasive wear, fretting corrosion, dislocation, dissociation due to explanted ceramic head is reused with the same or new femoral stem not possible -> no information received that would indicate the ceramic head has been reused. Therefore this cause can be excluded. - failure of connection between stem and ball head, abrasive wear, fretting corrosion, dislocation, dissociation, implant fracture, soft tissue impingement due to inappropriate assembling of head with stem (e.g. Insufficient impaction force and/ or off axis impaction, torque on head) => possible, surgical report was not received for review, it is unknown if assembling was appropriate. Therefore this cause cannot be excluded. Conclusion: it was reported that a patient was implanted with a biolox head in a revision surgery performed due to corrosion failure of morse taper junction, furthermore the patient had an anterior soft tissue mass that had protruded from the anterior hip joint around the superior pubic ramus abd into the iliopsoas muscle. According to the medical patient history stated in the provided reports, it can be assumed that the performed pseudotumor excision procedure 8 months post op, for which this case was filed, is not related only to the biolox head. The growing mass on psoas has already existed before implanting the biolox head. However, all possible causes for pseudotumor growing due to corrosion of taper junction in relation to the biolox head are listed in the rmw file. In conclusion, a final root cause for the reported event cannot be determined. The need for corrective measures is not indicated and zimmer gmbh considers this case as closed. Zimmer biomet¿s reference number of this file is (B)(4).